Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that system was explanted on (B)(6) 2018 due to an infection. A temporary wire was placed and a new system would be implanted once infection is cleared. The patient was stable throughout the procedure.

Event description:
New information noted that the patient presented for replacement procedure on (B)(4) 2018. The temporary lead was connected to the externally placed implantable defibrillator and was removed during the procedure.